Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit had blue vertical line down left side of the top display. There was no patient involvement. Related to complaint (B)(4).

Manufacturer narrative:
A getinge field service engineer evaluated the unit and found line did not affect any of the display values or waveforms. Replaced top display assembly. Functional tested without any further failures or issues. All work was performed on the maintenance. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The fat received the following parts associated with this complaint. Performed visual inspection of all parts received and the parts looks to be in good condition. Installed the following parts separately into the cardiosave test fixture and tested to the factory specifications. Revision d and the cardiosave service manual. The failure analysis and testing dept. Verified the failure of following parts vertical line on top led. Retaining the following parts in the failure analysis and testing dept. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.